Event description:
It was reported that the patient attended the clinic for a review appointment on (B)(6) 2013. During testing it was found that all electrodes from the left device returned hi impedances. The patient is bilaterally implanted. Her family reported concerns over the patient's hearing abilities around 5-6 weeks ago, in particular that the left implant didn't seem to be working as well as the right implant. The patient suffered a fall downstairs 3-4 weeks ago and banged her head.

Manufacturer narrative:
The device has been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.